Event description:
Pt brought to or for revision of left elbow. Status post fall. Left ulna fractured but solar total elbow components intact.

Manufacturer narrative:
An event regarding periprosthetic fracture involving solar ulna implant was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were received. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event was not confirmed. The exact cause of the event could not be determined because no device was returned for evaluation and no patient medical records were provided for review. However, it was reported that the periprosthetic fracture was the result of excessive trauma from a fall. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Pt brought to or for revision of left elbow. Status post fall. Left ulna fractured but solar total elbow components intact.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device product not returned to manufacturer.